Manufacturer narrative:
Follow-up # 1 date of submission 24-apr-2018 device evaluation: the device has been returned and evaluated by product analysis on 16-apr-2018 with the following findings:there was evidence of a loss of prime alarm warning observed in the black box history associated with low non-zero force. The pump was exercised for 24 hours and the loss of prime issue was not duplicated. The force sensor calibration passed within specification. The pump was opened and there was no evidence of physical damage on the force sensor pins. The investigation was unable to duplicate the initial complaint. The total daily doses (tdd) added up correctly and reflected the user¿s programmed basal rates. The pump passed delivery accuracy testing and was found to be delivering within required specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas and alleged that on (B)(6) 2018, the patient initiated a 911/emergency protocol and received treatment due to their blood glucose (bg) level going from a high 29.5 mmol/l to a low 1.5 mmol/l and experiencing a hypoglycemic coma associated with an alleged loss of prime. Reportedly, the patient continued pump therapy and was treated by paramedics with glucagon injections. During troubleshooting with customer technical support (cts), it was revealed that the loss of prime occurred 2 times. The patient alleged that the pump had a no prime no delivery alarm and they changed the infusion set but the same thing happened. The patient was given 2 injections of glucagon at home but it didn't help. The patient felt unconscious and 911 was called and the paramedics gave the patient 2 injections of glucagon. The doctors said that a lot of insulin was inserted into the patient¿s body very fast but the patient wasn't attached when they primed so it¿s believed that there was a lot of pressure in the tubing system and the pressure just pushed all the insulin from the cartridge into the patient¿s body. This complaint is being reported based on the allegation that the patient experienced a blood glucose excursion associated with an alleged loss of prime issue.